Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ph0h serial# implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said their ins is not working right. Patient said when they get up they wet their pants and every morning when they get up they wet their pants. Patient said last time they saw a medtronic rep and they changed the program, it was working fine and then when they got home, it wasn't working well. Patient did not notify the rep of their current therapy issues. Patient said they increased stim and changed it twice about a week ago and still haven't experienced therapy relief. When asked for the event date the patient did not specify. Troubleshooting was unable to be performed as patient said they needed to charge their devices first. Agent reviewed general therapy guidelines and therapy optimization options. Patient said they will try increasing stim on their own after their devices are charged and call back if they need assistance. Additional information was received from the patient. It was reported that the ins not working was not due to normal battery depletion. Instead, the patient reported it was due to being on the wrong program. The patient stated they still leak early in the morning. They have it set at 2.6. The patient reported that the device seems like when they run it up it won't hold there. When it gets back down the patient had been having sever leaks in the morning. Additional information was received from the patient. The patient called back reporting a continuation of therapy issues. The patient had a fall and suspects the lead has shifted and needs an x-ray. Patient did not feel stimulation sensation after increasing amplitude. Patient was redirected to managing physician's office to address concerns.